Event description:
Patient was refilled around 10-11 am in 2006 and hcp changed concentration form 1 mg/ml to 10 mg/ml but did not do bridge bolus.patient experienced withdrawal. Hcp will give single bolus amount of 2.17 mg (0.217 ml*10mg/ml) over a duration of 10 hours 19 minutes (1 mg/ml*0.217/0.505 mg/day).